Event description:
During a percutaneous discectomy case in or, it was noted that pieces of plastic had frayed off the tip of the flexible nucleotome blade. The device did fragment a plastic looking casing into the entrance of the wound for surgery. The fragment was retrieved from the wound and there was no pt harm.